Manufacturer narrative:
A1,2,3,4,b3,6,7,d10-information not provided by user facilityh4,d5,6-information not available.g3: user facility was incorrectly selected on initial medwatchh6: code 400(other): yielded jaws

Event description:
During a laparoscopic cholecystectomy, the clip applier was spitting clips. The clip applier was from another co custom kit. No further info was available. There was no consequence to the pt.